Manufacturer narrative:
(B)(4). Date sent: 12/01/2015. (B)(4). Additional information requested and received: the lot number provided, l4f88u, does not correspond to the product code of the device. Do you have the correct lot number? It was found that the correct lot number was l4f88v. What color cartridge was being used? No information. When the staples were distorted, what was the appearance/shape (b-formation, irregular, legs straight, etc.)? No information. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the analysis found that one pse45a device was returned in good visual conditions and with no cartridge reload present. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. No malformed staples were noted during functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported hat during a vats left lower lobectomy, the jaws did not open after the 1st firing on the pulmonary artery though the release button was pressed with a thumb after the knife returned to home position automatically. Eventually, the jaws opened when the release button was pressed several times. All deployed staples were distorted. The same event occurred at the 2nd firing on the pulmonary vein. However, the device functioned as intended at the 3rd firing on the bronchial tube. The device was used as-is to complete the case. There were no adverse consequences to the patient.